Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the stimulator was implanted too close to the skin, so that it rubbed and poked through the skin. The patient said it was a poor implant and it hurt. The device was removed two years ago in (B)(6). No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause of the issue was unknown and it was at the hcps discretion. No further complications were reported.